Manufacturer narrative:
This is 3 of 3 reports (3rd MDR). Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was seen to be kinked/bent. The main coil was seen to be detached. The main coil and coil introducer sheath were not returned. Main coil failed/unable to detach functional test could not be performed as the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'main coil failed/unable to detach¿ could not be confirmed as the main coil was not returned, the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the procedure the subject coil was unable to detached. The device was returned for analysis, and the coil delivery wire was found to be kinked/bent. The main coil was noted to be detached/separated from the delivery wire and was not returned for analysis. An assignable cause of not confirmed will be assigned to the as reported 'main coil failed/unable to detach¿ as the defect was not confirmed, the main coil was already detached and not returned. Based on all available information and analysis of the device, there is no conclusive evidence of the analyzed defect and main coil was not returned so it is probable that main coil was prematurely detached due to unknown procedural factors of the patient or due to forcefully retraction therefore an assignable cause of 'procedural factors' will be assigned to as analyzed "main coil prematurely detached/separated during use" as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors that may have contributed to the issue during use. An assignable cause of 'handling damage' will be assigned to the as analyzed 'coil delivery wire kinked/bent' since this issue is most likely due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the main coil was prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event.